Manufacturer narrative:
Product analysis: the product has been returned and analysis is pending completion.   Conclusion: without a completed analysis of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the access vessel was measured to be less than 5.5mm. An 8mm stent was implanted in the right femoral artery prior to the procedure. During the implant procedure, there was difficulty inserting the 18 french dilator. A 16 french sheath was fully advanced and the delivery catheter system (dcs) was inserted. The dcs would not pass into the aorta and was caught at the calcified aortic bifurcation. The dcs was withdrawn and tactile inspection was performed for damage. The 18 french dilator was inserted without difficulty, but despite rotation the dcs would not pass. A 20 french dilator was inserted and the 20 french sheath was unable to advance. Damage was noted on the distal edge of the sheath caused by calcium at the aortic bifurcation. The dcs was reinserted using the inline sheath and would not pass the external iliac. Upon removal, the capsule was damaged exposing a leading edge of nitinol through the distal edge. The guidewire was exchanged for a super stiff wire. The valve was reloaded to a second dcs and successfully deployed. Upon removal of the sheath, a dissection was noted at the start of the peripheral stent. A surgical stent was implanted to treat the vessel damage. Due to the multiple sheath and dcs exchanges, it was difficult to determine the cause of dissection or when it occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the capsule partially opened. The handle and the tip-retrieval mechanism were intact. The deployment knob and the trigger were also intact. The device was returned with the end cap/screw gear snap fit connected. An overlap was observed between the distal edge of the capsule and the catheter tip of the inner member assembly with advancement of the deployment knob. Voids were observed over the nitinol reinforcing frame along the proximal end of the capsule. Five (5) nitinol crowns are observed protruding through the polymer material at the distal end of the capsule. Damage was observed to the inner member.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel are known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the aortic bifurcation was calcified, and the access vessel was less than 5.5 mm. Per the instructions for use (IFU), patients must present with trans arterial access vessels with diameters that are =5.5 mm. The cause of the advancement difficulties in this case may have been patient anatomy, however this cannot be confirmed with the information available. Advancement difficulties typically do not indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that the dcs was rotated during advancement. It is also instructed in the instructions for use (IFU), "do not rotate the catheter as it is advanced; rotating the handle does not rotate the capsule. Caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". The delivery catheter system (dcs) was removed, inspected for damage, and then re-inserted into the patient. Per the instructions for use (IFU) that "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component". It was reported that, after the dcs was removed for the second time, capsule damage exposed a sharp leading edge of nitinol on the capsule. The device was returned for analysis. Five (5) nitinol crowns were observed protruding through the polymer material at the distal end of the capsule. Additionally, voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was indicated in this case. A kink was observed on the inner member shaft which has historically been seen on devices returned with the capsule partially opened, as was observed in this case. The root cause investigation determined a number of factors that may have caused or contributed to the nitinol crown protrusion. These factors include; use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, it was noted that the patient anatomy was calcified and there were multiple attempts to advance the dcs, which may have caused the nitinol protrusion in this case. However, a conclusive root cause cannot be determined with the available information. It was also reported that, upon removal of the sheath, a dissection was noted at the start of the peripheral stent. Vascular complications, such as dissection, are known adverse patient effects per the IFU, and are typically related to patient anatomical factors, in addition to procedural and device factors. It was reported that, due to the multiple sheath and dcs exchanges, the product that caused the dissection or when it occurred was unclear, therefore an assignable root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.